Event description:
It was reported to philips that the system was unresponsive. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in use at the time of the reported event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unresponsive. Upon troubleshooting, the fse identified that none of the system's movements were operational. By bypassing the table's emergency stop circuit, the error message was cleared. To resolve the issue, the fse replaced the fuse and geometry module, utilizing the stock available from the customer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.